Manufacturer narrative:
Device not returned.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 54 mg/dl, and the meter bg reading was 144 mg/dl. Customer consumed sugar to address low bg. No additional patient or event information was available. No additional information was provided. A root cause could not be determined.